Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were requiring multiple presses to respond. The patient confirmed that there were no rips, tears, or peeling of the keypad. The patient reportedly wore the pump in a protective pump skin in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad buttons response issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.